Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. A replacement pump was provided by tandem technical support after attempts to reset the pump did not resolve the error.